Event description:
On (B)(6) 2011 device implanted today in patient at (B)(6) hospital in (B)(6). It was medtronic upgrade from medtronic pacer with all medtronic leads. During the implant they implanted a medtronic l v lead but when they cut the catheter, the lead was fine but shortly after the lead slide out of position. The dr did not blame the catheter as he felt the patients anatomy was such that vessel was too large for the 4196 to hold so dr ended up explanting the medtronic lead and using a different lead and everything worked good. No adverse pt effects beyond extended procedure to put in different lv lead. (B)(6) hospital,(B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).